Event description:
Began using amo complete moisture plus solution after having this years eye exam. I had never used this brand before, but my eye doctor recommended it. I noticed after 2-3 days that my eyes seemed to burn most of the day. My eyes end up getting a bit "goopy" throughout the day as well. I have never had this problem before. My eyes also feel as if they are sore, esp. When I close them. My eyes were also beginning to be blood shot all the time and it was not due to tiredness. I immediately stopped using the solution when I heard of the recall. Dates of use 2007. Diagnosis: contact lens solution. Contact lens solution starter pack.